Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete the incoming detect and treat testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to run detect and treat test) was confirmed. Upon receipt, the monitor was unable to power on. Upon investigation, component u409, a high speed can transceiver, was found to be defective and drawing down the +3.3v power supply, which preventing the monitor from powering on. The root cause of the defective u409 was unable to be positively identified. No adverse event resulted from the defective monitor.